Event description:
It was reported that the device was explanted and replaced due to noise.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.